Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end appears damaged. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to: "stroboscopic working of the moxy fiber with related stoppage. Alert/warning message, excess fiber activity. The cleaning of the fiber did not enable to pursuit the surgery. Edge/extremity of the fiber broken without any reason". The procedure was completed with a second fiber. Patient outcome: no injury to the patient reported